Event description:
A report was received that a pt's precision system was explanted due to an infection at the lead site. The pt had a small amount of drainage afer the procedure. The pt was also given antibiotics. The physician reported that the pt's condition is improving and is reportedly doing well after the procedure.

Manufacturer narrative:
The explanted devices will not be returned for eval as they were discarded by the medical facility. A review of the manufacturing documentation of the device involved found that no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.